Event description:
A wrong number of needles than expected were in suture pack. When a package of ethicon control release 8 strands per pack perma- hand silk 3-0 (2.0 metric) 18" (45 cm) sh 26 mm (1/2cm) taper needles packs was opened, there were 9 needles. 8 needles were in the slots, and 1 was lying on the right side of the white plastic edge. Lot number: pbd587.